Manufacturer narrative:
No conclusion can be drawn at this time.

Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the second wire release failed to release and resulted in the inserter tip and device coming out. The surgeon aborted the procedure and successfully completed the case using a different product.